Event description:
On (B)(6) 2011, it was reported that the pt had been experiencing elevated blood glucose levels as high as 300 mg/dl. The issue has been ongoing since (B)(6) 2011. The pt normal blood glucose range is 95-120 mg/dl. The pt has been experiencing elevated blood glucose levels as high as 300 mg/dl. The issue has been ongoing since (B)(6) 2011. The pt's normal blood glucose range is 95-120 mg/dl. The pt has been able to correct the elevated blood glucose levels with boluses from the infusion device. Troubleshooting with the pt does not reveal any problems with the infusion device. The pt stated that his doctor told him that it is his primary infusion device causing the elevated blood glucose levels, however, the pt also stated that his doctor makes no allegations against the performance of the infusion device. The pt's elevated blood glucose levels are sporadic. The pt spent two weeks using his backup infusion device and stated that he had less blood glucose issues while using it. The pt also spoke with a trainer and no issues with the performance of the infusion device were revealed. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced to restore pt confidence. The infusion device was requested to be returned for eval.